Event description:
St. Jude medical right ventricular defibrillator lead recall. Fluoroscopy of the leads demonstrated a small area just proximal to the proximal edge of the distal coil with approximately 1-2 cm area where there is mild separation of the coil electrode from the main lead body, suggesting mild insulation breach. No indication of lead failure at this time.